Event description:
The pt was operated on to restore a rectocele. After the procedure the pt had severe symptoms of pain and a feeling that something was moving around. The pt took the decision to have the pelviocal removed, which the hospital did.